Manufacturer narrative:
(B)(6) 2025. (B)(6). Re: medwatch form 1929691-2025-00004. Dear mr. (B)(6), bsn, on (B)(6) 2025, securitas healthcare (sh) received a complaint form from your facility reporting of a device malfunction. You reported an incident having occurred on (B)(6), 2025; wherein a resident was found on the floor next to their recliner. The patient sustained a minor skin tear to left elbow. Securitas healthcare subsequently evaluated the fall monitor that was said to be involved in this incident following its return on RMA# (B)(4). Findings from the evaluation are that the fall monitor is operating as designed. As a reminder, the testing operation defined on page 20 of the user manual outlines the proper testing protocol to be used when arming the m210 fall monitor. A copy of this user manual is included with this letter for reference. I am closing out this filing citing no further action required by securitas healthcare. Please note securitas actively monitors customer complaints, and there are no active investigations that would indicate lutheran medical centers device malfunctioned. If you have any questions, please feel free to contact me at (B)(6). Sincerely, (B)(6).

Event description:
Unassisted fall occurred when patient was found on the floor next to recliner. Patient sustained a minor skin tear to left elbow, cleansed and dressed. Facility staff reported the chair alarm was defective at the time of the event